Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On 03/02/2018, endologix was made aware of a type 3b endoleak from a reported CT scan on a patient. The physician plans to treat this patient with a secondary re-intervention. No scheduled date set as to when the procedure will be performed. No further information provided.

Event description:
Endologix was made aware of a type 3b endoleak on (B)(6) 2018 from a reported CT scan on a patient.

Manufacturer narrative:
The type iiib of the supra renal cuff complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. Lot information was not received and a manufacturing review was unable to be performed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).